Event description:
When preparing an IV line at home for infusion of ampicillin, I noticed a large black chunk of debris in the line. I also noticed several tiny black flecks floating in the line. I did not use this line, but rather, opened a new one. This debrisfilled line is currently in my possession. I called the pharmacist and she wanted to review it, to see if she needed to contact the supplier, but I believe that the manufacturer should be contacted immediately and not at the discretion of the pharmacist. I have photos of the line and the debris. Manufacturer is ICU medical out of (B)(6). Lot#5556559. Ref b9535. It is 104" 10 drop, primary set w/2 clave .2 micron filter, 2 check valves, rotating luer. FDA safety report ID # (B)(4).